Event description:
Patient reported left side "pain, a trace amount of peri implant infusion" and " textured to smooth implants." Patient later reported "encapsulation baker grade IV." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.

Event description:
Patient reported left side "pain, a trace amount of peri implant infusion" and " textured to smooth implants." Patient later reported "encapsulation baker grade IV." Device remains implanted.

Event description:
Patient reported left side "pain, a trace amount of peri implant infusion" and "textured to smooth implants." Patient later reported "encapsulation baker grade IV." Healthcare professional later confirmed capsular contracture baker grade IV and exchange of textured device due to patient's concern with product. Device has been explanted and replaced with non-abbvie device.